Manufacturer narrative:
This report originally filed as 9612169-2025-00314. The sample was not returned. A photo was provided. The used device was shown placed on a letter. The used device was not completely in view. Most of the device was visible. The lens stop and plunger lock were removed. It cannot be determined from the photo if the plunger was oriented correctly. The plunger was advanced to mid-nozzle and has underrode the lens. The lens was located on the plunger in the nozzle entry and was slightly rotated. The leading haptic was extended. The trailing haptic appears to be misfolded underneath the optic. It cannot be determined from the photo if viscoelastic was present in the device. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify the root cause. The sample was not returned. Based on the provided photo, a plunger underride occurred. This was most likely interpreted as the reported complaint of lens stuck inside the preloaded device. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. It is unknown if an adequate amount of viscoelastic was used. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery they have noticed that the intraocular lens stuck inside the preloaded device and the surgery was completed by using another unknown lens. No patient impact was reported. Additional information has been requested.